Event description:
Customer reported an incident where her blood glucose readings dropped significantly overnight and the paramedics were called. Customer's husband treated the customer with two glucagon shots and the blood glucose readings had increased to 75 mg/dl when the paramedics arrived. Customer stated that she was working a lot that week. Customer stated that they did not receive any alarms from the insulin pump. Customer also mentioned an issue with the buttons sticking. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.